Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This device was explanted on (B)(6) 2026. No adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.